Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to high blood glucose levels. Troubleshooting was not performed as the pump continued to give an a33 alarm when attempting to prime.